Event description:
Facility tech reported this baxter meridian device cultured for corynebacterium during routine culture of device. The machine was pulled from pt use. There was no pt injury, no medical intervention was necessary, no pt exhibited any adverse signs or symptoms and no reports of pts being sick on this device.